Manufacturer narrative:
A2): patient date of birth/age unk. A3b): patient gender unk. A4): patient weight unk. A5): patient ethnicity unk. A6): patient race unk. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unk. D4/g4/h4): the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, 510k, expiration date, and manufacture date. The exact brand name is unk; however, this is for an lld device. H3): a portion of the lld was discarded and a portion remained in the patient, thus a product investigation could not be performed. H6): although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to cied system/pocket infection. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. First, the ra lead was removed first successfully. Next, while using a spectranetics 14f glidelight laser sheath on the rv lead, the patient¿s blood pressure dropped. Rescue efforts began, including sternotomy. A perforation of the superior vena cava (svc) was discovered and repaired (MDR #3007284006-2024-00232). Attempt was made to remove the rv lead post-sternotomy, but was unsuccessful; therefore, the rv lead extraction was aborted. No attempt was made to unlock the lld from the lead, and the rv lead/lld were cut and capped and remained in the patient (MDR #3007284006-2024-00236). The patient survived the procedure. This report captures the lld within the rv lead, which was cut and capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.